Event description:
Reporter stated that the following blood glucose results were obtained when testing a neonate's blood glucose on the accu-chek sensor system and on a laboratory instrument: -46 mg/dl (sensor meter), 34 mg/dl (lab), -65 mg/dl (sensor meter, 42 mg/dl (lab). No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in foreign country.